Manufacturer narrative:
The subject device has not been returned yet, results are not available.

Event description:
Reported, on (B)(6) 2025, the screen is froze.

Event description:
On reported lt, on (B)(6) 2025, the screen is freeze.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event as the programmer works normally and does not encounter freezes. Review of the extracted files did not permit to find any trace of the reported event. However, analysis of the provided videos shows that: -the message "aida reading" is blinking on the screen; -interrogate, test start, prog, end session buttons are greyed. The origin of the reported event could not be clearly established. The main hypothesis is that the event is related to the know pop-up issue (a pop-up appears behind the interface, therefore the user is not able to click on buttons), or to the known aida reading issue (instability in thread management when aida reading is not over). If the event is related to pop-up issue, updating the smartview version to 3.18 will resolve the issue. This case is retained and utilized for trend purposes.